Event description:
It was noted that the patient's therapy had never really worked accurately; and they did not have therapeutic effect. The patient had not been satisfied. Troubleshooting, in regards to an x-ray, could not provide any correct answers. A revision procedure was decided; and the neurosurgeon cut the catheter near the pump site. There was a very good backflow of cerebrospinal fluid; and therefore the neurosurgeon expected that there was something wrong with the pump. The neurosurgeon then decided to explant the pump. The catheter was noted as still being partly implanted, and the explanted portion was discarded. It was indicated that the patient was injured as the "severe spasticity that has not been treated enough". The patient's outcome was indicated as being unknown. Drug delivered via the device was lioresal 2000mcg/ml at a daily dose of 249.9 mcg. Additional information will be provided in a follow-up report as it becomes available.

Event description:
Additional information: it was confirmed that the performed x-ray did not reveal any results. The pump was interrogated and no abnormalities were determined. It was noted that the physician was aware of a possibility of a field corrective action regarding the sutureless catheter, and that "misalignment could be a reason for the drugs not being delivered correctly." The physician hence decided to replace the system as the x-ray did not provide the required diagnostic findings. It was clarified that the spinal connector segment of the catheter was replaced, and the intrathecal catheter segment remained implanted, however was "still not in use."

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the returned catheter revealed no significant anomaly. A proximal segment of catheter and sutureless connector (sc) assembly was received by the manufacturer. An indent down in the cup of the sc connector was noted; per analysis findings, it did not affect infusion. (B)(4).

Manufacturer narrative:
Corrected information: the date of this report on the initial MDR should have been (B)(6) 2011. Corrected information: the date received by manufacturer on the initial MDR should have been (B)(6) 2011.

Manufacturer narrative:
Concomitant medical products: catheter: model: 8731sc, serial #: unk, implant: 2010 (B)(6), explant: unk. Analysis results were not available at the time of this report; a follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.